Event description:
It was reported that the pump battery could not be charged. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, no response was received. The customer¿s blood glucose level was reported as 107 mg/dl.